Event description:
It was reported that the patient underwent a revision procedure due to the device no longer cycling due to fluid loss in both cylinders with an inflatable penile prosthesis (ipp). During the revision procedure the physician observed a break in outer silicone on both cylinders and an air bubble in the pump and the reservoir was empty. The ipp cylinder, pump, and reservoir was explanted and a new tactra penile prosthesis (tpp) was implanted.